Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 12/23/2013 with the following findings: evaluation revealed that the battery compartment was cracked, extending from threads down to the seal. The pump failed a leak test due a battery compartment leak. The pump¿s cover was removed and moisture corrosion was found to the printed circuit board and other internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. The pump failed a leak test due a battery compartment leak and moisture corrosion was found on the printed circuit board and other internal components of the pump. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/23/2013.